Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11346. It was reported the patient fell asleep with the charger underneath him while charing. The patient reported after 2 hours he woke up with a burning sensation. The patient reported there was a visible red circle on his skin over the ipg, which the patient described as a bad sunburn. The patient reported the redness had persisted for about one week. The patient reported he had no issues since that incident. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.